Event description:
Device report from synthes (B)(4) reports in an event in (B)(6) as follows: postoperative fever case during a clinical study: the patient is a (B)(6) female who was admitted in the hospital on (B)(6) 2014 with a diagnosis of lumbar spinal stenosis, lumbar spondylolisthesis in 4, hypertension. The surgeon did surgeries of laminectomy, discectomy, pedicle screw fixation, cage implantation & fusion on (B)(6) 2014. The target lesion was a l4-l5. The patient¿s reported blood loss during the surgery was 150ml and temperature was 38 centigrade. No special treatment was administered. On the 2nd day after the surgery the patient¿s temperature decreased to 37.5 centigrade. On the 3rd day after the surgery the patient¿s temperature was increased at 6:00 pm. On (B)(6) 2014, the temperature increased to 39 centigrade. The patient was treated with diclofenac sodium & indomethacin. The patient¿s temperature returned to normal on (B)(6) 2014. The surgeon¿s opinion is that it was related to post-operation heat of absorption. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Clinical study number (B)(4). Reporter stated event date was (B)(6) 2014, however, patient exhibited postoperative fever from initial date of surgery on (B)(6) 2014 through (B)(6) 2014 when the patient¿s temperature reportedly returned to normal. (B)(6). A review of the device the device history records (DHR) revealed no complaint related anomalies. The DHR shows this lot of opal revolve peek spacers was processed through the normal manufacturing and inspection operations with no nonconformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformances or rework noted. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.